Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was flickering. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x component required a reset. To resolve the issue, the technician reset the avc-x component, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.